Event description:
--

Manufacturer narrative:
Our post market quality assurance laboratory performed a thorough analysis of the lead. (The complete lead was returned for analysis.) Visually, tissue/dried blood were found covering the lead's mesh tip. Also, the lead was electrically conductive and therapy was available. In summary, the clinical observations could not be confirmed by analysis.

Event description:
Boston scientific (bsc) received information that this right ventricular (rv) lead may have contributed to an increased pacing threshold (0.4v x 0.5msec at implant in (B) (6) 2009 to 6v x 2msec by june 2010) although no allegation was made against any bsc products. The patient is pacemaker dependent so, due the increasing threshold, the patient became syncopal which led to a head injury. The patient was hospitalized and an external pacemaker was positioned temporarily. Meanwhile, the physician transferred the patient to another medical center to explant the lead. The patient remains hospitalized and is being monitored by the external pacemaker.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.